Manufacturer narrative:
H4: device manufacture date: january 30, 2019 - february 1, 2019. H10: the device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. Based on the analysis finding, the infusor device was determined to be conforming product. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. Proper user instructions are addressed in the product labelling (IFU, instructions for use) which are inserted into the device packaging. The IFU indicates to make sure the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked into an unopened overpouch. This issue was discovered at the hospital prior to patient use. The device was filled with 180 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.